Manufacturer narrative:
Follow-up #1 - evaluation code - method: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. In addition, product analysis performed retain testing. The retain test strips passed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If ifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 10, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:30pm on (B)(6). The patient reported obtaining blood glucose readings of 500 and 358mg/dl on the subject meter. The patient manages their diabetes with insulin. The patient reported developing symptoms of ¿cold sweat and heart pounding¿ at 3am. The patient reported treating these symptoms with 12 units of novalog. The patient reported testing their blood glucose on another device and obtained a reading of 55mg/dl, although it was unclear what time this reading was obtained. At the time of troubleshooting the cca walked the patient through a control solution test. The products failed testing with results out with the range as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury after the alleged issue began.